Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinician noticed during the hourly check on nightshift that the normal saline with heparin kvo 100ml bag was empty. This was observed less than 24 hours after the infusion. The issue was reported to a bd representatives during site visit. There was patient involvement but no harm. Although requested, no additional details were provided.